Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and recommended for replacement. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error. Further information was received from the field service engineer indicating that the error prevented the system from booting successfully. No patient serious injury or death was reported related to this event.